Event description:
Reporter alleged the customer awoke with sweatiness and her eyes rolling. Reporter stated they attempted to test her using the aviva system, but they couldn't because of an error message, so they called 911. Reporter stated the ems obtained a 30 mg/dl result on their system and treated the customer with an IV. Reporter stated she was taken to the hospital and given juice, food, a shot, a blood test, and an EKG was done. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.